Event description:
A foreign body was discovered during a revision procedure while initially washing out proximal stem area and wound site (before any trialing was accomplished). It appears to be a broken piece from a humeral head trial that was not discovered during the initial procedure.

Manufacturer narrative:
The catalog number and lot code were not available because it is not clear which instrument was used during the initial procedure. However, the photograph of the piece removed from the patient appears to have come from an humeral head trial. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Piece was discarded by hospital.